Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer reported that the no delivery alarms occurred during bolus and basal. Customer stated that only part of the bolus was being delivered. During troubleshooting, customer received another no delivery alarm while priming. Blood glucose level was around 200 mg/dl at the time of the call. No further information was provided.